Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
The electronic continuous glucose monitor data confirmed inaccurate blood glucose values betweeen the continuous glucose monitor and the blood glucose meter.